Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a cut on the patient line and pouch (top web). Under water pressure test was performed and a leak was observed from the cut location on the patient line. The reported condition was verified. The user confirmed that there was no tear/ cut on the pouch prior to opening of the pouch. This shows that the cut on the pouch and tubing was caused by the user during setup. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "slash through the plastic" of the homechoice automated pd set with cassette which resulted in a leak. This occurred during set up of the device for peritoneal dialysis therapy. The patient started over with a new cassette and was able to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.